Event description:
It was reported that this left ventricular (lv) lead exhibited an abrupt change to high out-of-range pace impedance measurements greater than 3,000 ohms around (B)(6) 2023. The patient presented to the emergency room (ER) and review of lv programming revealed non-capture at 7.5v@ 1ms on lv sensing vector 2-3, however lv sensing vector 1-3 had a capture threshold of 0.8v @ 1ms and a pace impedance measurement of 875 ohms. Additionally, lv sensing vector 2-3 had a noisy baseline, but was clean on vector 1-3. It was suspected that the lv lead was fractured or lv ring 2 was compromised. There was no cardiac resynchronization therapy, however the indication for use may have been congestive heart failure (chf). Technical services (ts) discussed troubleshooting options and programming considerations, and the lv was reprogrammed to sensing vector 1-3 at 2v. This lv remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).